Manufacturer narrative:
Additional information received indicates there was no adverse effect or injury to the patient's cardiac tissue as a result of this product event. Conclusion: medtronic cannot confirm or deny if this device did or did not meet specifications, as the product was discarded by the customer and not returned to medtronic. A root cause of this occurrence cannot be determined without returned product. The device history record was reviewed; no abnormalities were documented during the manufacture of this product. A review of events from september 2012 through october 2015 for this part number showed no similar occurrences. Medtronic will continue to monitor for future events. (B)(4).

Manufacturer narrative:
This cannula damaged the tissue of the patient's atrium; additional information was requested. The device is not available for analysis because it was discarded by the customer. The investigation is in progress. When additional information is provided or medtronic's investigation is completed, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during de-cannulation, the patient's atrium was damaged by this venous cannula. The impact to the patient was not initially reported; additional information was requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.